Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During an unrelated procedure, an x-ray image revealed that the lead was abraded. Despite normal parameters during lead testing, a new lead was implanted and the abraded lead was abandoned. The patient suffered no adverse consequences as a result of the abrasion.